Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve deployed too ventricular was confirmed with objective evidence with the provided images. No manufacturing or functional non-conformities were found or identified from the imaging evaluation. Available information suggests that the procedural and imaging issues may have contributed to the event.

Event description:
Edwards received notification of an evoque in tricuspid position where immediately after deployment, the valve malpositioned. It malpositioned in the anterior and septal region of the annulus and moved ventricular on the anterior septal sides. Valve was stable but severe tricuspid regurgitation (tr) was noted so the doctors went in with a 28mm balloon and attempted to inflate and atrialize the evoque valve. This was unsuccessful, so they went in with an edwards sapien x3. The sapien x3 was deployed successfully, but the doctors wanted to go in with a second sapien x3 to demolish the tr that was seen between the evoque valve and the sapien. The second sapien was deployed successfully, and the tr was graded at trace to mild. The evoque valve and both sapien valves are stable.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : device remains implanted.